Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope. It was reported that the right atrial (ra) lead had dislodged, resulting in no capture or sensing. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.